Event description:
It was reported that the customer had a low blood glucose (bg) level of 20-29 mg/dl. Reportedly, the customer experienced cardiac arrest and found unresponsive, emergency medical services performed cardiopulmonary resuscitation which resulted in broken ribs. The customer was transported to the hospital and admitted to the intensive care unit (ICU). The customer could not recall treatment received while hospitalized, as they were experiencing memory loss. Customer was discharged from the ICU a few days later with the issue resolved and no permanent damage. Tandem technical support reviewed the pump logs and it was discovered the customer administered a food bolus they did not need which resulted their bg decreasing. Tandem technical support confirmed the pump was functioning as intended.